Event description:
It was reported that the pump got stuck on standby flow mode. During an ablation procedure, the metriq pump continually got stuck during the stand by flow. They manually increased the flow up to 5 ml/min to continue to flow. The procedure was completed with the original device. No serious injury or adverse patient effects occurred. It was further reported that the error said "pump speed error".

Manufacturer narrative:
The product was returned for analysis in good condition with no visible damage observed. The generator and cable generator to pump was not returned with the unit for evaluation. The unit passed functional testing. Stand by flow increased the flow up to 5 to continue to flow was not observed during the test. Stand by flow increase 1 by 1 manually only by user.

Manufacturer narrative:
The product was returned for analysis in good condition with no visible damage observed. The generator and cable generator to pump was not returned with the unit for evaluation. The unit passed functional testing. Stand by flow increased the flow up to 5 to continue to flow was not observed during the test. Stand by flow increase 1 by 1 manually only by user.

Event description:
It was reported that the pump got stuck on standby flow mode. During an ablation procedure, the metriq pump continually got stuck during the stand by flow. They manually increased the flow up to 5 ml/min to continue to flow. The procedure was completed with the original device. No serious injury or adverse patient effects occurred.